Event description:
The integra sales representative unpacked the unit(not for human use demo cam02) in preparation for a meeting at the account and the monitor would not turn on. The plug had a green light on it and worked properly but the monitor was not showing it was receiving any power and would not turn on.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.